Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer stated she is having trouble with her insulin pump. The customer had a message on the pump and now does not know what message she saw as of now. The customer was advised that when a message comes on the pump write it down so she can let the helpline know and she will get assistance. The product was not returned for analysis. The product will be replaced. The product will be returned for analysis.